Event description:
The pt experienced progressive shortness of breath for one month, two-pillow orthopnea, dyspnea on exertion, inability to walk, chest tightness, fever and chills. Chest x-ray showed redistribution of flow, cardiomegaly, and congestive heart failure. Inr 1.6. Tee demonstrated multiple mobile mitral valve vegetations and severe mitral regurgitation with large pvl in the intratrigonal area. Blood cultures were positive for coagulase negative staphylococcus. At explant, the area between the trigones was "completely" dehisced with friable tissue. Vegetations were attached to the annulus and the bottom portion of the valve looked "okay". A 31ms-601 was then implanted. Intraoperative tee showed "good" valve seating with no paravalvular leak or residual mitral regurgitation.